Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged deep infection, which required implant removal, debridement and a temporary antibiotic impregnated spacer could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted by northshore university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system¿, which is associated with the stryker ¿aequalis ascend flex shoulder ¿system. This report includes analysis of the clinical data that was collected on 179 patients, the cases in this study range from 2013-2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced deep infection, which required implant removal, debridement and a temporary antibiotic impregnated spacer. The report states: ¿(B)(6) 11 days after a standard total shoulder presented with a deep infection that was managed with implant removal, debridement and a temporary antibiotic impregnated spacer.¿

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted by northshore university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system¿, which is associated with the stryker ¿aequalis ascend flex shoulder ¿system. This report includes analysis of the clinical data that was collected on 179 patients, the cases in this study range from 2013-2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced deep infection, which required implant removal, debridement and a temporary antibiotic impregnated spacer. The report states: ¿fifty-one-year-old 11 days after a standard total shoulder presented with a deep infection that was managed with implant removal, debridement and a temporary antibiotic impregnated spacer.¿

Manufacturer narrative:
Please refer to g2 initial reporter intake source is post market study.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted by northshore university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system¿, which is associated with the stryker ¿aequalis ascend flex shoulder ¿system. This report includes analysis of the clinical data that was collected on 179 patients, the cases in this study range from 2013-2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced deep infection, which required implant removal, debridement and a temporary antibiotic impregnated spacer. The report states: ¿fifty-one-year-old 11 days after a standard total shoulder presented with a deep infection that was managed with implant removal, debridement and a temporary antibiotic impregnated spacer.¿